Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases and deformation. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Reason for reoperation was due to capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture baker grade unknown. The device was explanted. Left side.